Event description:
Ous MDR. Boston scientific cardiac rhythm management (crm) rec'd info that the patient with this lead presented to the hosp due to syncopal episodes. Upon interrogation by physician, it was noted that the rv lead had dislodged, therefore, creating loss of capture. It was reported the lead was then successfully repositioned.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.